Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jul2021. The heartmate 3 lvas instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding and respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a complete blood count (cbc) drawn on (B)(6) 2021. It was observed that the patient¿s hemoglobin (hgb) dropped since (B)(6) 2021. The patient reported feeling fatigue with some accompanying shortness of breath (sob). The patient went to the emergency center (ec) for further evaluation. On presentation, the patient¿s sob resolved. The patient also denied chest pain, abdominal pain, bloody stools, hematemesis, or lightheadedness. Labs were performed and there was nothing out of normal for the patient and the patient was discharged later that day with the final diagnosis of unspecified anemia with no definite source of bleeding identified. The patient reported to the emergency room (ER) on (B)(6) 2021 after earlier complaints of sob and fatigue. The patient stated that they woke up in the middle of the night to use the restroom and forgot to don o2 (oxygen) after returning. The patient stated that they woke up in the morning with some sob and donned 2l o2 at that time. The patient was taking a breathing treatment (tx) at the time of the call. The patient stated that their spo2 was rechecked a few minutes prior to the call and had come up to 94%. The patient did not have any conversational dyspnea and was agreeable to calling physician for any changes in condition. Furthermore, the account also stated that the patient had a prior history of anemia pre-ventricular assist device (vad), but the patient¿s hemoglobin levels were stable post-vad. The patient was advised to take supplemental iron and the patient¿s hemoglobin levels ultimately increased.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jul2021. The heartmate 3 lvas instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had complete blood count (cbc) drawn on (B)(6) 2021. The patient's hemoglobin dropped 0.8 g/dl since (B)(6) 2021 down from 8.0 to 7.2. The ranges previously during the previous 3 weeks were 7.7 to 9.2. The patient reported feeling fatigue with some accompanying shortness of breath. Earlier in the day the patient denied dark stools. The patient arrived to the emergency center for further evaluation. On presentation the patient's shortness of breath had resolved. The patient denied chest pain, bloody stools, hematemesis, or lightheadedness. The patient was discharged within 6 hours with the final diagnosis of unspecified anemia. There was no definite source of bleeding identified.